Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, drug or alcohol abuse, smoker, local infection / subacute chronic osteitis, bone resorption, peri-implantitis, infection, swelling, abscess, mobility.